Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that high capture threshold and decreased sensitivity were observed on the right ventricular lead due to dislodgement. The patient has twiddlers syndrome, causing the lead to be dislodged. During the lead reposition attempt, the helix could not be retracted. The lead was explanted and replaced. The patient tolerated the procedure well and left the room in stable condition.